Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited unspecified helix rotation issue. The lead was not used and replaced during procedure. The patient was stable.